Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spinal fixation or spondy grade 2 s1-l5 was performed. 6 months after surgery the treating physician noticed that one screw (right side) was broken, and the rod had slipped through the screw head in s1 on left side. Right side the screw was broken and had rotated. Also the rod had slipped through the screw head l5 on this side. All locking caps were tightened according to the surgical technique and double checked during surgery for correct torque locking. The rod slippage and breakage has occurred in the months after the surgery. The surgery itself was successful and no postoperative events have occurred that might explain the screw breakage. The patient was treated for a spondy grade 2 at level s1-l5. Primary surgery date (B)(6) 2017. Patient's gender female. Dob (B)(6). No other patient data is available.

Manufacturer narrative:
(B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings, with threads and drive feature slightly worn. It was noted that the rod striations were observed on the set screw suggesting that the set screw were seated properly. A functional analysis was performed. It was noted the set screw could easily be threaded into the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A functional analysis was performed with a poly-axial screw and x25 inserter from which it was noted the set screw could easily threaded into the screw head. Additionally, rod striations were observed on the set screw suggesting that the set screw were seated properly. The investigation could not verify or identify any evidence of the device contribution to the reported problem. It is not suspected that the device failed to meet specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.